Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received three shocks from the device. The device was found to be operating in bvvi mode upon interrogation. The patient was hospitalized overnight for monitoring until the device could be reprogrammed the following day. Reprogramming resolved the issue. The patient is stable.